Manufacturer narrative:
Additional physician information: dr. (B)(6) (noted in e.1. Initial reporter) - explanting physician. Dr. (B)(6) - chest physician, (B)(6). Dr. (B)(6) - consultant hematologist, (B)(6). Professor (B)(6) - consultant histopathologist, (B)(6). Dr. (B)(6), mmed (histopath), febp, frcpath - consultant histopathologist. Clarification to d6a implant date: partial date 1999. The events of "lymphoma- alcl", "seroma-late" and "capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: confirmed diagnosis of bia-alcl; capsular contracture baker grade IV; "~20 ml peri-implant seroma" unexpected encounter at surgery. Additional, changed, and/or corrected data: a2, a6, b5, b6, b7, d6a, e1, h6, h11.

Event description:
Healthcare professional reported patient underwent an ultrasound which showed "no seroma but suggested rupture on the left" and left side capsular contracture baker grade IV. During explant surgery, the device was found intact and "approximately 20 ml" of peri-implant seroma was unexpectedly encountered. Total capsulectomy was performed. Fluid cytology and histology then confirmed a diagnosis of left side breast implant associated anaplastic large cell lymphoma (bia-alcl). Pathological markers cd30+ and alk- have been received. The device was explanted and discarded.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "breast implant associated anaplastic lymphoma". Histopathological markers are not reported, and alcl cannot be confirmed. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Continued e1 phone number: (B)(6).

Event description:
Healthcare professional reported via regulatory agency "breast implant associated anaplastic lymphoma". Histopathological markers confirming alcl have not been received. This record is for the left side. The device was explanted and discarded.

Event description:
Healthcare professional reported patient underwent an ultrasound which showed "no seroma but suggested rupture on the left" and left side capsular contracture baker grade IV. During explant surgery, the device was found intact and "approximately 20 ml" of peri-implant seroma was unexpectedly encountered. Total capsulectomy was performed. Fluid cytology and histology then confirmed a diagnosis of left side breast implant associated anaplastic large cell lymphoma(bia-alcl). Pathological markers cd30+ and alk- have been received. The device was explanted and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.